Event description:
It was reported that the pt had contacted the clinic as she was receiving no sound from audio processor. The sound vanished very suddenly and for no apparent cause. New batteries were placed in the ap and the pt was still not receiving any benefit from the ap. The audiologist tested her hearing ability and there had been no change.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.